Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument indicator light did not turn red after the last use. When the instrument was ready for use again, the yellow light flashes after installation. The procedure was completed with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have the life indicator with a failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired. The number of uses remaining was confirmed via the system log. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Additionally, the instrument was found to have charring and localized melting at the grip base. The instrument passed the electrical continuity test. The instrument was found to have no damage on the conductor wire. This failure is typically associated with mishandling/misuse.